Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator cable heads and the x-ray tube were checked and cleaned. The defective fans were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during fluoroscopy the system produced a noise, "like strikes", the image was out of focus, and after releasing the fluoroscopy key the system continued to emit x-rays. No patient injury was reported.